Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported problem was discovered at the time of turning on the device, scheduled treatment/surgery was cancelled. A philips service engineer inspected the system remotely and confirmed that the device could not produce x-ray. Reported problem persisted after rebooting the device. Review of the system log file showed an error: timeout establishing connection with the generator. A philips field service engineer (fse) inspected the system onsite and confirmed that system was down. Power supply was damaged by the water (water leakage in the room, due to rain). To resolve this issue, the fse replaced power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation result codes were corrected.

Event description:
It has been reported to philips that the allura system could not produce x-ray. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.